Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; one event was confirmed. One device was found to be affected by corrosion in the switch and in the trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device safety switch was stuck in the "run" position and the device had a sticky trigger. One reported event had no patient involvement; no patient impact.